Event description:
Caller reported a malfunction on the pump, identified with a specific malfunction code. There was no reported adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support on resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to monitor the pump and to reach out if the issue happened again, which the caller acknowledged.